Event description:
React health received a complaint from a durable medical equipment provider stating a device's humidifier heater gets so hot that the water bubbles and burned the patient's hand.the patient did not seek medical attention.the device has been received by the importer. Manufacturer has not taken possession of the device.

Manufacturer narrative:
Bmc has requested for the device to be returned so that an engineering investigation can be performed. However, the device has not been returned. Bmc was unable to determine whether adverse event is caused by improper use by user or malfunction.a follow up report will be submitted once the investigation is complete.